Manufacturer narrative:
(B)(4). No specific serial numbered unit, as the customer has seen this issue in all of their bpm units.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were partial pressure of oxygen (po2) inaccuracies on the blood parameter monitor (bpm). The device was not changed out, as the issue was resolved by doing another in-vivo calibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 25-may-2016: during a perfusion conference, the perfusionist (ccp) reported that they frequently observe minor inaccuracies in po2 measurement in the first hour of cpb. The ccp gas calibrates the bpm unit prior to use and does multiple in-vivo calibrations during the procedure. The ccp stated in-vivo calibrations are performed every 20 minutes. In most cases, the initial in-vivo is performed prior to cardioplegia delivery in the first minutes of cpb. On first in-vivo, the bpm unit frequently measures the po2 about 50 mmhg higher than the laboratory analyzer and the bpm unit is then adjusted to those levels. On the second in-vivo, the bpm unit frequently has a lower po2 (about 50 mmhg) than the laboratory analyzer and the bpm unit is again adjusted to match the lab. According to the ccp, the po2 is reasonable for the remainder of the procedure. The ccp did state that perfusion conditions (adjust fraction of inspired oxygen [fio2]) are performed at times due to the bpm unit po2 measures. All cases are completed successfully, without delay and without associated blood loss. Nothing is changed out and no harm has been observed due to this po2 variance.

Manufacturer narrative:
The reported complaint was confirmed. Per the 1.69 software update, no accuracy is claimed until after both gas calibration and in-vivo calibrations are performed. As the values are acceptable after the in-vivo calibration no product was returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.